Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the physician was sewing down the right ventricular (rv) lead, it was noted that the programmer would not display r-wave values when at maximum measurements. The programmer could only display p-waves, no matter how many times the user attempted to disconnect or reboot the unit. In addition, the user tried switching to several different programming modes in order to obtain the r-wave values, but was unsuccessful. The programmer had displayed a message stating "no sensing was available". The user had to switch to a legacy style programmer in order to obtain the r-wave values. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis conclusion: this was a known user interface issue. During sensing test, the p/r-wave measurements would not display with measured value less than 20.0 millivolts. If information is provided in the future, a supplemental report will be issued.